Manufacturer narrative:
For the last ck calibration performed on (B)(6) 2022, hba1c calibration performed on (B)(6)2022, total protein calibration performed on (B)(6) 2022, uric acid calibration performed on (B)(6) 2022, and vancomycin calibration performed on (B)(6) 2022, all calibrations were ok and there were no alarms. One level of ck control was within range on (B)(6) 2022 and was outside of range on (B)(6) 2022. The other level of control was acceptable. One level of total protein control was within range on (B)(6) 2022 and was outside of range on (B)(6) 2022. The other level of control was acceptable. For the other level of control, the provided control ranges did not appear to be correct as the majority of results were outside of range prior to the event. The provided control ranges for uric acid did not appear to be correct as the majority of results were outside of range both before and after the event. The provided control data for vancomycin was within range. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that a vacuum nozzle was pinched. The tubing was re-routed. Controls ran successfully.

Event description:
The initial reporter stated that all controls were outside of range on the cobas 8000 c 502 module. The reporter stated that there was more fluid than should be present in the reaction cells. Repeat testing was performed on an unspecified number of patient samples. Of the repeated samples, 18 needed to have corrected reports. Data was provided for six patient samples with discrepant results for multiple assays. Results for the following tests were affected: ck creatine kinase, a1c-3 tina-quant hemoglobin a1c gen.3, tpuc3 total protein urine/csf gen.3, chol2 cholesterol gen.2, ua2 uric acid ver.2, and vanc3 vancomycin. The first sample initially resulted in a ck value of 340 u/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 639 u/l. The repeat value was deemed correct. The second sample initially resulted in an hba1c value of 7.4 % and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 4.9%. The repeat value was deemed correct. The third sample initially resulted in a total protein value of 73 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 8 mg/dl. The repeat value was deemed correct. The fourth sample initially resulted in a cholesterol value of 88 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 153 mg/dl. It was asked, but it is not known if any incorrect values from this sample were reported outside of the laboratory. The fifth sample initially resulted in a uric acid value of 3.1 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 6.8 mg/dl. The repeat value was deemed correct. The sixth sample initially resulted in a vancomycin value of 10.9 ug/ml and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 7.9 mg/dl. The repeat value was deemed correct. The ck reagent lot was 646867, the total protein reagent lot was 639534, the uric acid reagent lot was 634705, and the vancomycin reagent lot number was 641262. The hba1c and cholesterol reagent lot numbers were requested, but not provided. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
For the fourth patient sample, the customer confirmed the initial cholesterol value of 88 mg/dl was reported outside of the laboratory. The repeat value of 153 mg/dl was deemed to be correct.